Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed no disposable, pump will not run alarm. Per reporter, the alarm was silenced, settings reviewed, tubing clamped and the cassette was removed. Reporter stated that air bubbles were noted and the tubing was massaged while the green tab was depressed and the cassette was tapped on a hard surface. The cassette was reattached, tubing unclamped and the pump was restarted. The display reads run but the double beep persisted. Troubleshooting was unsuccessful. A continuous infusion rate of 2.7 ml per hour had been programmed, with a total reservoir volume of 81.1 ml and a given volume of 40.95 ml. The event occurred while in use with the patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.